Event description:
Information was received indicating that the patient experienced a clot after the smiths cadd infusion pump displayed a high-pressure alarm that was not resolved immediately.

Manufacturer narrative:
Additional information received the that the patient was reported to have a blood clot prior to servicing at cvs. However, the patient did not allege blood clot was caused by a smiths medical device. Reported that infusion is life-sustaining.